Event description:
Canadian affiliate reports home pt experienced leak from split in pt line tubing of homechoice set during automated peritoneal dialysis treatment. Home patient discontinued treatment when leak noted and discarded sample. Per affiliate, home patient was given prophylactic antibiotics and no injury resulted.